Event description:
A malfunction alarm labeled as malf 1 occurred on customer's tandem pump, and it was determined to be non-resettable. Customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support advised the customer to use multiple daily injections as a backup therapy and arranged for the pump to be replaced. Instructions for storing and returning the faulty pump were provided and acknowledged by the customer.